Manufacturer narrative:
Analysis of the pump revealed no anomaly.

Event description:
Additional information later reported it was planned to re-implant the patient in the week following this report. A segment of the catheter remained implanted in the patient.

Event description:
Additional information received reported symptoms the patient was experiencing consisted of skin irritation. The cause of the event was erosion of the skin and pressure on the skin. Pump positioning was also noted. In terms of troubleshooting, interventions or other actions, conservative skin care was listed. In terms of how the patient was doing now, it was noted they recovered without permanent impairment. The patient was considering re-implantation of the pump after the skin site heals.

Event description:
It was reported that the pump had eroded so much that you could see the pump and catheter. The patient had done well on the therapy and there were no symptoms to report. They were planning to explant the pump on (B)(6) 2014. The physician did not want to take the catheter out; they were just going to tie it off. They hoped to implant a new pump in a couple of months. It was later reported that the patient had no fever, infection or drainage related to the pump erosion. The cause of the event was noted to be the location of the pump and the small size of the patient. The pump was explanted. The patient was doing fine on oral baclofen and valium per the physician and they planned to re-implant once the wound was healed and barring infection. The device system was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type catheter. (B)(4).

Event description:
Additional information later reported the device was explanted due to a possible infection. There was no patient injury and the patient recovered without sequela. It was not device related.

Manufacturer narrative:
(B)(4).